Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair and removal of two inguinal masses on (B)(6) 2011 and topical skin adhesive was used. The patient experienced extreme pain at the sites for four days. The surgeon prescribed lidocaine gel. On (B)(6) 2011 the patient stated that he is fine and the issue is resolved.

Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.